Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the previous device check, the estimated minimum service life was seven months. A follow up appointment was set up for 6 months, however five months later the patient was admitted to the hospital due to symptoms related to vvi pacing. It was noted that the device had reached elective replacement indicator (eri) and unexpected longevity is suspected. The device was explanted and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.